Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted on (B)(6) 2025. Photo was provided for analysis however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).